Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output and the device shows atrial lead impedance of >1000 ohms when lead impedance via analyzer is 500-600 ohms.